Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported one day after implant that the patient's chronic right ventricular (rv) lead developed high pacing thresholds and capture could not be obtained at elevated pacing outputs. The lead was capped and replaced. No patient complications have been reported as a result of this event.